Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used during a ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2022. During unpacking, it was found that the stent was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: block b5 has been updated based on the additional information received on march 02, 2023. The additional information that was received reported that only the coil/pigtail at the end of the stent was damaged or fractured. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used during a ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2022. During unpacking, it was found that the stent was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 02, 2023, stating that the coil or pigtail was damaged at last part of the stent in white.